Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16772; 2938836-2019-16774. It was reported that the patient was admitted for system extraction due to pocket infection. The source of the infection was unknown. The system was explanted and the pocket was debrided. The patient was pacemaker dependent and a medtronic micra was implanted prior to the explant. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.